Event description:
It was reported that the device was replaced due to normal battery depletion. No patient symptoms were reported. The patient recovered without sequela. Reference MFR report #3004209178-2009-03468.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed broken weld(s) at the bond wire pad(s) - lifted bond wire(s). Both b-battery bond wires, the case bond wire, one #0 feed through bond wire, and both #1 feed through bond wires were lifted from their respective hybrid bond pads. The epoxy bond was broken between the hybrid circuit and the battery terminal at both battery terminals. The lab function test noted no telemetry or output. The battery voltage was 3.7v which is in the ok battery range.